Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The customer's reported complaint of "the thermogard xp ivtm system (sn: (B)(4)) failed during the power-on-self-test (post)" was confirmed based on the event log review but was not confirmed during the functional testing. The customer's reported complaint could not be duplicated during the device evaluation. No malfunction was found during investigation, and the ivtm system functioned as intended. Visual inspection of the thermogard console was performed, and no issues were observed. The event log review showed one occurrence a tcmid:06 (ce post failure) error message around the customer's reported event date; thus, confirming the reported complaint. The thermogard xp ivtm system passed the functional testing without any fault or error. During the functional testing, danfoss module (ce), wire harness, and coolant pump were all inspected, and no malfunction was found that could have contributed to the occurrence of the tcmid:06 error that was observed in the event logs. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
During device setup for ivtm therapy, the thermogard xp ivtm system (sn: (B)(4)) failed during the power-on-self-test (post). Another thermogard console was used to continue the treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.